Manufacturer narrative:
The investigation for the console priming issue has been completed. Data logs were reviewed which showed that purge disc couldn't be detected was confirmed. The console was returned for evaluation. The purge disc flag was found to be broken (missing at blue retainer). The root cause for the priming issue was a broken purge flag. Added- d9 device return date d4-corrected model number

Manufacturer narrative:
The automated impella controller has been received from the customer however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported that automated impella controller (aic) failed to initiate the priming process during training. There was no patient involvement.